Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle pfr kit, the bullet detached and fell into the patient. The physician was unable to locate it, and it was not retrieved. The procedure was completed using a stand-alone capio suture to anchor the mesh, with no complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the mesh device was implanted, and the involved suture was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Manufacturer narrative:
"Product code" has been corrected. "Common device name" has been corrected. The directions for use for the device includes the following precaution statement: "avoid excessive tension on the mesh during handling and positioning to prevent damage to the device." The most probable cause for the suture detachment is that the tensile strength exerted on the suture material exceeded the ultimate strength of the material, or a design limitation. The probable root cause for the suture detachment has been corrected from could not be determined to design. A CAPA has been initiated to address this issue.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle pfr kit, the bullet detached and fell into the patient. The physician was unable to locate it, and it was not retrieved. The procedure was completed using a stand-alone capio suture to anchor the mesh, with no complications to the patient, who is reportedly "fine" post-procedure.